Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) on 05/17/2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. When the catheter was pressurized up to 40 psi, and a leak was noted on the proximal balloon. A tear was noted on the balloon. Following the test, all balloons deflated successfully without any issues. Device history record was reviewed for balloon bonding lot no 59557 found no nonconformities with the lot. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the distal balloon.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the icy catheter leaked due to torn balloon. Additional information has been requested, however it has not been provided yet.